Event description:
Caller reported the advantage system gave a blood glucose result of 459 mg/dl, took medications, including 3 units of humalog. Reported feeling "nauseated and dizzy" was driven to emergency room by a family member. ER reported her blood glucose was 45 mg/dl, treated her with IV glucose. Caller states the time between the advantage system result of 459 mg/dl and the 45 mg/dl done at the hospital was more than an hour, but could not give a more specific time frame. Customer admitted to hospital for 2 days. Caller was using strips expired 10/31/2008. A request was made for the return of the system and a replacement was sent.

Event description:
Caller reported the advantage system gave a blood glucose result of 459 mg/dl, took medications, including 3 units of humalog. Reported feeling "nauseated and dizzy", was driven to emergency room by a family member. ER reported her blood glucose was 45 mg/dl, treated her with IV glucose. Caller states the time between the advantage system result of 459 mg/dl and the 45 mg/dl done at the hospital was more than an hour, but could not give a more specific time frame. Customer admitted to hospital for 2 days. Caller was using strips expired 10/31/2008. A request was made for the return of the system, and a replacement was sent.